Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted into the rca. A staged procedure was carried out approximately 6 weeks later. One endeavor sprint stent was implanted in the left main with the side branch cx. On the same day another endeavor sprint was implanted in the lad (side branch/1st diagonal). An angiographic complication of dissection and lateral branch occlusion occurred during this staged procedure. In addition an angiographic complication of abrupt vessel closure occurred in the lad (side branch/1st diagonal)

Manufacturer narrative:
Results and conclusions: (occlusion, dissection). (B)(4).